Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 2013 per pfs and (B)(6) 2010 per summons. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: the essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events abdominal pain, menorrhagia (heavy menstrual bleeding), allergy, psych injury, bladder disorder and urinary problems added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, breast mass, gonorrhea, multiple allergies, dysuria, urinary urgency, urinary frequency, back pain, cesarean section (1), vaginal delivery (1) and multigravida. Denies fevers or cva tenderness, nausea or vomiting. Concurrent conditions included gerd, flank pain, nausea, abdominal cramps, chest pain, pap smear and hemostasis. Concomitant products included alprazolam (xanax) since (B)(6) 2013, omeprazole since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("psych injury/depression") and anxiety ("mental anguish/anxiety"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder and dysmenorrhoea had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2013 per pfs and 04-2010 per summons. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: apparent bilateral fallopian tube occlusion secondary to essure devices.; on (B)(6) 2013: the essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia and abdominal pain were added. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and medical record received. Essure lot number added. Events- abnormal bleeding (vaginal), mental anguish/anxiety and dysmenorrhea (cramping) were added. Event pt term updated from ¿psychological trauma¿ to ¿depression¿. Reporters, medical history and concomitant drugs were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. A57108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, breast mass, gonorrhea, multiple allergies, dysuria, urinary urgency, urinary frequency, back pain, cesarean section (1), vaginal delivery (1) and multigravida. Denies fevers or cva tenderness, nausea or vomiting. Concurrent conditions included gerd, flank pain, nausea, chronic abdominal pain, chest pain, pap smear abnormal and hemostasis. Concomitant products included alprazolam (xanax) since (B)(6) 2013, omeprazole since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("psych injury/depression") and anxiety ("mental anguish/anxiety"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder and dysmenorrhoea had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2013 per pfs and (B)(6) 2010 per summons. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: apparent bilateral fallopian tube occlusion secondary to essure devices.; on (B)(6) 2013: the essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, menorrhagia and abdominal pain were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.